Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient lost stimulation as they ceased charging the implantable pulse generator (ipg) for an extended period of time. Ipg was explanted and replaced with a recharge free device. No complications were noted during the procedure. Replacement of ipg addressed the issue.